Manufacturer narrative:
Evaluation result: foreign object. Brake shoe.

Event description:
It was reported by service report that the brakes are locked and the caster is dragging. The customer could not determine whether there was patient involvement or adverse consequences occurred.